Event description:
Customer called because she was completely out of infusion sets. Her blood glucose was 472 mg/dl. She treated with a manual injection. Customer was experiencing feeling confused. She said she contacted her doctor for high blood glucose last saturday. This morning, her blood glucose was 284 mg/dl. It rose to 309 mg/dl after two hours. Before dinner, it was at 374 mg/dl. After that, it was at 492 mg/dl and customer took an injection, dropping it down to 470 mg/dl. When customer removed the infusion set from her body, the cannula was bent. The infusion set was under her bra. Customer was advised that high blood glucose levels are often caused by site or set issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.